Event description:
It was reported that on routine 4 hourly deflating and reflating balloon with 4mls of water, it's been reported that within a matter of 10 minutes the balloon had only 1ml in balloon. The balloon was deflating internally, checked tubed and found it had ruptured. This tube was on the 2nd use. No injury occurred; however an emergency trach change was carried out.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. The sample was tested on leak test. The test was performed under water, cuff inflated successfully; no defects were found. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions were taken since the complaint was not confirmed.